Manufacturer narrative:
Additional information: d10, h3 plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. During the disinfection of the actual sample a leak was found on the cassette film. During the visual inspection with a microscope, a cut was observed in the cassette film. A cause was not established. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed, however, a definitive cause could not be identified. The returned sample was scrapped after evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak coming from the cycler's cassette compartment during fill 3 of pd treatment. The patient reported receiving an air detected in cassette alarm during fill 3 prior to the alarm. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. It was reported that there was fluid within the cycler. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. Upon follow up, the patient reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. The patient did not experience any symptoms, adverse events, injuries, nor require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available. A sample return kit was shipped to the customer so they can return the reported cycler set to the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.